Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged liner issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported: during the surgery for anterior communicating artery aneurysm, when establishing the pathway, the microcatheter was shaped and the microcatheter was inserted. There was a sound of jamming when the microcatheter was inserted, and efforts were made to insert the microcatheter. However, it was found that the endothelial layer at the tip of the microcatheter had fallen off, and it was clinically recommended to replace the microcatheter. Replaced with another brand of microcatheter to successfully complete the surgery. Patient is "fine".

Event description:
Clarification received notes the physician did not perform any additional intervention. The guidewire was simply removed from the microcatheter, and a new microcatheter was used to complete the procedure.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned microcatheter found the device fully intact at the distal tip. No evidence of missing lining was observed. The investigation found no damage or other anomaly that would have caused or contributed to the reported complaint.